Event description:
This event involved a male patient of unknown age with an unknown past medical history who experienced a reported audible alarm issue with his controller. The patient was implanted with a heartware lvad on (B)(6) 2012. Approximately eight months after the implantation, the patient reported that he had accidently disconnected both of his batteries on his controller ((B)(4)). Though a patient injury did not occur and the patient was able to re-connect his power sources, he noted the "no power" alarm never sounded during this time. The vad coordinator then disconnected both of the patient's power sources and confirmed that "no power" alarm did not audibly sound at this time. The vad coordinator then assisted the patient with a controller exchange ((B)(4)) and issued another controller as his back-up ((B)(4)).

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad controller in relation to the reported event. These included log review/analysis, visual/functional testing, and pathological analysis. Review of the controller log files did not reveal any alarms, events, or data relevant to the reported event. The controller passed all visual and functional testing, with the exception of the audible "no power" alarm, which confirmed that the alarm did not sound when all power was removed from the controller. Internal analysis of the controller revealed liquid residue stains on the printed circuit board (pcb) on top of the nickel-metal hydride battery (nimh), its terminal and the inside housing. One cell of the nimh battery pair was completely dead and not rechargeable. The residue was only within the battery chamber of the controller, which is separated from the rest of the internal controller components by a rubber gasket. There was no evidence of liquid residue within any other areas of the controller housing. The residue was determined via lab analysis to be a composition of oxygen, potassium, carbon and aluminum. The reported event was confirmed via testing and analysis of the returned unit and was determined to be related to liquid within the internal battery cell chamber. While the origin of the liquid and subsequent residue cannot be conclusively determined, it is most likely that the liquid leaked from the internal battery cell itself and did not come from an external source.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.